Event description:
Per the clinic, the patient underwent a wound revision surgery whereby the wound was opened and flushed out and a drain was put in. The drain was removed in the clinic as wound healed.

Event description:
Per the clinic, the patient developed an infection and wound dehiscence at the incision site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) however, the issue did not resolve. Additional information has been requested but has not been made available as of the date of this report.